Event description:
(B)(4). I was implanted with a medical device implant called essure sometime in 2009-2010. My doctor has conveniently lost all documentation of exactly when my procedure was done. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 626806. My model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started sometime in 2011-2012. This is a list of my side effects and symptoms that I have experienced due to essure: lower back pain, mood swings, depression, weight gain/loss, cramping, excessive bleeding, abnormal odors before, during and after intercourse, cyst on ovary, headaches. I have been seen by my gynecologist dr. (B)(6). I have been not been diagnosed with any conditions as he believes none of them pertain to the essure devices. I will be having a hysterectomy on (B)(6) 2016 with removal of the devices.